Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found the head up valve was not opening. He replaced the valve but the issue remained. The technician found a small piece of debris in the valve screen. He removed the debris and replaced the valve to repair the bed.